Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.

Event description:
Customer reported that she received a reading of 80 mg/dl on her adc blood glucose meter, which was higher than she felt. Per customer's husband, customer reported that she subsequently experiencing "babbling" but felt fine and then she lost consciousness. Paramedics were called and responded. Paramedics tested the customer's blood glucose level with their meter and received a reading of 17 mg/dl. Customer was treated with glucose injection. Customer was not transported to the hospital. Customer was instructed by the paramedics to eat bowl of cereal. There was no report of death or permanent injury associated with this event.